Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and because the reported event could not be confirmed and a root cause could not be determined. The event can be prevented by following the instructions for use which state: ·before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause perforation, bleeding, mucous membrane damage, and may result in more severe equipment damage or malfunction. ·when using the guidewire, insert the instrument with its gw tip parallel to the guidewire while holding the gw tip as shown in figure 5. Be careful not to forcibly insert the instrument with a sharp angle between the gw tip and the guidewire as shown in figure 6. This may damage the gw tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use retrieval nitinol basket tip was damaged. The issue occurred during a therapeutic ercp (endoscopic retrograde cholangiopancreatography) procedure the procedure was completed using similar device. There were no reports of patient harm.